Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not pacing, but was able to interrogate. Device was indicating diagnostic reset and lead warning. Elective replacement indicator was tripped. Battery voltage is 2.02v and impedance is greater than 30,000. No pacing was seen with patient heart rate in the 30's. The device is at end of service (eos). The device was removed and replaced. No patient complications have been reported as a result of this event.